Manufacturer narrative:
Model # not provided.

Event description:
The customer received a blood glucose readings of "hi" on his breeze2 meter. He also ran a test on a different meter and the reading was 106mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.